Event description:
A discordant, falsely depressed calcium (ca) result was obtained from a dimension vista 500 instrument. The initial result was reported to the physician(s). The patient sample was repeated on the same instrument four times. The first repeat result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely elevated ca result.

Manufacturer narrative:
Siemens filed the initial MDR 2517506-2020-00299 on 06oct2020. Correction: section b5 and b6 were corrected to reflect the initial result. The customer contacted the siemens customer care center (ccc) and a siemens customer specialist reviewed the information provided. There is no evidence of a product nonconformance. The data shows other ca patient samples were run using the same flex and well map with no recovery issues indicating the issue is not related to a reagent nonconformance. A review of the ca quality control (qc) data shows consistent recovery within expected ranges. The data also shows ca qc was within expected ranges when run using the same flex and well as the discrepant result further supporting the issue is not related to a reagent nonconformance. Siemens concluded the potential cause is attributed to sample specific issues such as sample handling and sample integrity. The presence of cellular debris, gel globules or other sample artifacts can impact sampling accuracy and result in intermittent result recovery issues. System is fully operational. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens is investigating the issue.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained from a dimension vista 500 instrument. The initial result was reported to the physician(s). The patient sample was repeated on the same instrument three times. The first repeat result was reported to the physician(s). There are no known reports of patient intervention, or adverse health consequences due to the falsely elevated ca result.